Event description:
The customer contacted stryker to report that their device unexpectedly powered off and wouldn't power back on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the device's battery and verified the reported issue. It was observed that the battery had lost its charge; however, a root cause for the battery depletion was not determined. The battery was archived by stryker.

Manufacturer narrative:
The customer received a replacement battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off and wouldn't power back on. There was no report of patient use associated with the reported event.